Event description:
Reported in literature as pt presented with epigastric fullness, vomiting and nausea. A laparoscopy was performed that showed anterolateral slippage of the band. The vanguard band looked very large after the 110% excess weight loss. Thus, it was replaced by a 10-cm lap-band (inamed) which was secured with anterolateral gastro-gastric sutures.

Manufacturer narrative:
Taper ii. The product associated with this report has not been returned. Based upon the approx implant date provided by in the journal article the connector type assumed to be a taper ii. Band slippage and obstruction are surgical/physiological complications, and analysis of device generally does not assist inamed in determining a probable cause for these events. Further info from the reporter to clarify the serial number, implant date and get further info on the events reported has been requested from the contact person listed in the article. No add'l info has been rec'd.